Event description:
It was reported that a cartridge change error occurred. Reportedly, the customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.